Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and experienced high blood glucose level. The customer¿s blood glucose was 430 mg/dl and the sensor glucose was 76 mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that insulin delivery was suspended due its 100 points off. Sensor was suspended on low and going down. The sensor will not be returned for analysis.